Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Insulin pump had pump error alarm and also had battery failed alarm. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Customer was performed self test and it was passed. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.